Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient received inappropriate shocks. The lead was explanted and replaced. The operation went well. The patient was fine and was discharged.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Manufacturer narrative:
External insulation abrasion was noted at 7.4-8.3cm from the connector pin, consistent with lead friction to the ICD can. The etfe coating was intact at this location. Optim sheath abrasion was noted at 19.0-19.4cm from the connector pin, consistent with lead friction to the ICD can. The silicone insulation was intact at this location.